Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.1, lab: 5.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.1, reference: 5.4, mean: 3.25, confidence limits: 1.9-4.6. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values fall outside the confidence limits for inr testing. Accuracy criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. Returned meter and retained strip lot #216968 were tested with therapeutic samples. Test results were compared to results from sysmex and accuracy criteria was met. (B) (4) product deficiency was not established with returned meter. There is no sufficient information to determine the root cause of customer's complaint. This complaint issue will be subject to tracking and trending. Strip code zl6m5 found on meter's memory indicated multiple strip lots were associated to this code. Lot #216968 was chosen randomly for analysis purposes. Investigation was unable to trend to any specific lot. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 216968 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These met the above criteria. No further action is required.